Manufacturer narrative:
The unit has been returned and the investigation is being completed. Once it has been completed a follow-up report will be submitted.

Event description:
The company was informed on september 6, 2016 of an adverse event that occurred on (B)(6) 2016 in (B)(6). A patient was using an oxywell unit on 2lpm when he passed away. Just before the patient died he was surrounded by family members and the unit was running normally. After the patient's death the domestic police department determined that the oxywell had no relation to the patient's death.